Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the synflate balloon/medium- sterile was broken at the distal section of the outer shaft, both pieces were returned. The overall device presents signs of heavy usage and one of the broken tips appears to be melted/burn. According to the event description, it can be inferred that the bone was not sturdy enough to allow the balloon to be inflated without passing through the vertebrae endplate. As a result, it became entrapped in the bone and was difficult to remove. The damage observed in the balloon is most likely due to the process of trying to extract the device, indicating excessive forces were used. A dimensional inspection and functional test for the synflate balloon/medium- sterile were unable to be performed due to post manufacturing damage. The complaint condition cannot be replicated as the balloon was returned in a disassembled condition and the working sleeve was not returned. The synflate vertebral balloon surgical technique dsem/spn/0814/0156 rev. Aa was reviewed; relevant statement were found: precautions: - the performance of the balloons catheter may be adversely affected if it comes into contact with bone splinters, bone cement and/or surgical instruments. Notes: - if the balloon experiences high friction in the working sleeve, the catheter can be pulled back and forth for lubrication resulting in a decreased insertion force. - if it becomes difficult to remove the balloon catheter through the working sleeve, twist the catheter while firmly pulling the catheter. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Device history: part: 03.804.701s. Synthes lot: 82221878. Supplier lot:82221878. Release to warehouse date: june 25, 2021. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hrx complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that during a percutaneous vertebroplasty for a 12 thoracic compression fracture on (B)(6) 2023, when the surgeon tried to remove the balloon through the access needle after deflation, the balloon was deformed and could not be removed through the outer tube. The surgery was completed successfully with a prolongation of surgical time of less than 30 minutes. The patient outcome was reported to be stable. This report involves one synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).